Event description:
It was reported that there was ventricular oversensing and ventricular high rate episodes occurred. The measured impedance had a wide range during testing: from 600-1600 ohms. The technical services consultant suggested that it could be a positional lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was ventricular oversensing and ventricular high rate episodes occurred. The measured impedance had a wide range during testing. The technical services consultant suggested that it could be a positional lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report was originally submitted on (B)(6) 2010; however, we were later informed by FDA the esg was not operational due to a power outage. Therefore, this report has been resubmitted when the gateway resumed operation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.